Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). During evaluation, the device was working as expected; however, the patient insisted in getting a smaller cuff size. A surgical intervention was performed in which the existing cuff was removed and downsized. There were no device issues and no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of urinary incontinence is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of urinary incontinence is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). During evaluation, the device was working as expected; however, upon a cystoscopy it was seen that the coaptation was not complete as the original cuff was too loose. A surgical intervention was performed in which the existing 4.5 cm cuff was removed and a new 4.0 cm component was implanted. The 4.0 cm cuff was noted as a better fit for the patient. There were no further patient complications.